Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced an uncomfortable stimulation due to a single lead migrating and drainage at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was replaced and fluid was drained. Therapy was restored post-operatively.